Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No ramping numbers or scrolling. Insulin pump cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The numbers were scrolling up. The customer's blood glucose was 79 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)